Manufacturer narrative:
The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. The wye circuit that was used was not returned as part of this investigation. The device log was reviewed and no errors were identified to be consistent with the customer report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to hold pressure. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.